Event description:
The end user was reaching for her glasses and she alleges that the chair moved forward causing her to fall out. The user hit her head and was taken to the ER.

Manufacturer narrative:
Not a product problem, MDR reported due to injury; user error.